Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the deployment difficulty could not be confirmed because the stent had already been deployed. Based on a visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 70% stenosed, left common iliac above the inferior epigastric artery (iea), the 8.0/40 mm absolute pro stent was being deployed when the thumbwheel stopped and would not turn to deploy the stent. It was noted that the stent delivery system and the stent implant were removed from the anatomy without reported issue. A second non-specified stent was deployed successfully in the lesion to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.